Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with granola bars and a bolus. The customer does not know how their blood glucose levels dropped. The customer reported that their sensor displaying inaccurate readings between the sensor and blood glucose levels. The customer did not return the product back for analysis.